Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced stable blood glucose (bg) levels after changing the pump supplies. However, after consuming dinner, the customer delivered a bolus request of 2.85 units, and bg levels decreased to 69 (mg/dl). Reportedly, the customer was unsure of the suspected cause of the bg value, and alleged that there was an underlying pump issue and the pump delivered too much insulin. Although requested, the customer was unable to upload the pump data logs for tandem technical support to perform a log review. Upon consulting with health care provider (hcp), the customer delivered a manual injection of levimir and suspended pump therapy. At the time of the reported event, bg level was 275 (mg/dl) and stable.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 69 mg/dl was not entered into the pump by the user on (B)(6)2018. Continuous glucose monitor (cgm) was not in use with the pump. The user requested a 2.85 unit bolus a bg of 87 mg/dl and 57 grams of carbohydrates. Prior to the bolus the user entered three bg values into the pump (129 mg/dl, 99 mg/dl and 87 mg/dl). There were no erratic basal rate adjustments. Compliant could not be confirmed. It is possible the user entered wrong values into the pump while requesting insulin via bolus. There is no evidence that the insulin pump experienced a malfunction or failure.